Event description:
It was reported that during a fess procedure, the instrument broke in the patient's nose. A small piece was retrieved from the patient during the procedure and the surgery was successfully completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Product evaluation: no analysis results available; device has not been returned. Method: no testing methods performed.